Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received an unexpected restart alarm, as well as external ram error, and a spanish software anomaly. Customer's blood glucose levels at the time 399 mg/dl. Troubleshooting occurred. No additional information was provided.